Manufacturer narrative:
(B)(4). Patient age described as ¿in fifties¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by abnormal pd effluent which was further described as ¿off-color effluent¿ (no further detail). One week after onset, the patient went to the hospital for the event. The patient was given unspecified outpatient care for the peritonitis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Actions taken with dianeal and extraneal therapies were not reported. No additional information is available.